Manufacturer narrative:
(B)(4). The customer owned device will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 01-feb-2022, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 06-nov-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-nov-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported poor image quality involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the lg cable connector scratched. Based on the result, we concluded that it was caused due to the physical damage applied on the lg cable connector. In addition, we confirmed that the operation channel cut, the operation channel scratched, the body cover grip scratched, the lg root brace rubber cut, and the root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.